Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ and there are two screws in the medial malleolus. They also show the posterior tibial tray has fractured but does not appear to have migrated.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient has a fractured tibial tray posterior peg. The patient is asymptomatic and the tray is well fixed.